Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having jumping sensations in their abdomen. It was determined that the patient was experiencing stimulation of the diaphragm or phrenic nerve by the left ventricular (lv) lead. The lead was programmed to a different pacing configuration and remains in use. No further patient complications have been reported as a result of this event.